Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damage housing and connector was confirmed with the returned mobile power unit (serial # (B)(6)). The submitted reference photos captured the damaged housing and damaged threads on the connector. It was noted there was damage to the battery door but there was no reference photo of the damaged battery door. However, the part is an exterior part of the housing. The damage to the threads and housing appears consistent with a sudden impact. A root cause that attributed to the damage captured in the reference photos could not be determined during the evaluation. The affected parts were replaced, and preventative maintenance was performed. Performed full functional checkout after repairs, which the unit passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on (B)(6) 2015. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. In section 3, entitled ¿powering the system¿, the alarm and use of the mobile power unit is described. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Visual investigation of returned mobile power unit (mpu) found damaged bottom cover and patient cable (the thread of the connector was damaged).